Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was evidence of moisture corrosion inside the battery compartment. The returned battery cap had stripped threads and was unable to fit securely to maintain an electrical connection, duplicating the power issue. A test battery cap was used to complete 24-hour duration testing with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power and damage to the battery compartment was confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.